Manufacturer narrative:
Device was received with failed battery test alarm after battery changed due to corroded battery tube. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received a replace battery alarm and it was not active. Customer did not receive a low battery alert prior to the replace battery alert and the battery chamber was corroded. Customer stated the battery cap was not loose, cracked, or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.